Event description:
It was reported that a automated pd sets w/cassettes was not sealed properly; the plastic on the cassette was open. The customer stated that this issue was noted before use. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The reported problem was confirmed, the cassette sheeting was not sealed completely. The cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.